Event description:
Pt placed a quickset catheter for her medtronic insulin infusion pump in her left upper buttock. When she pulled the introducer needle base/holder out, the needle was not present and the holder looked slightly jagged. Before placement, pt reported everything looked normal. She then pulled the catheter out and the needle was not present either. Pt placed another catheter, presented for x-rays the same day and had surgery to remove the needle under fluoroscopy.

Manufacturer narrative:
This was brought to unomedical a/s attention on the (B)(4) 2011 by our distributor minimed medtronic. The incident was reported to the FDA under uf/importer report# (B)(4) on the (B)(4) 2011. Unomedical did not receive any returned devices and review of the batch records revealed no relevant deviations. The retained samples were tested and found within product specifications, please see attached eval summary.